Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18.  Changing your pod.   Chapter 3 / page 49.  Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Patient awoke to these elevated bg levels and believed the pod got knocked loose during the night; this caused the adhesive to loosen and the cannula to dislodge from the infusion site (arm). The cannula was also found to be bent. Method of treatment was not disclosed by the patient.